Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The no delivery alarm functions properly during the basic occlusion test. Unit was unable to prime during prime test due to faulty force sensor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was treated with manual injection. The customer was admitted to the hospital. Customer's blood glucose at time of admission was 450 mg/dl. The customer was still in the emergency room. Customer was wearing the pump at time of hospitalization. The customer was able to perform the high pressures and test failed. Customer was advised that the device would be replaced. Customer was advised to revert to backup plan until replacement arrives.